Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: the keypad was found to be torn. Evaluation revealed that contrast, up, and down keypad buttons were unresponsive. There was evidence of keypad contamination found under the ok, down, and up key contacts. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was discovered. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.